Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, at the third firing, for the rest closure of insertion, the surgeon confirmed the device was on firing mode, then tried to fire, however could not. Replaced by 2 cartridges, however the same events occurred. The procedure was completed with another device. The status of the patient is no problem.